Event description:
Patient had pulmonary artery catheter placed in cardiac surgical operating room (csor). The pulmonary artery catheter (pac) did not float at this time per surgeon request and due to right pulmonary artery (pa) mass (suspected thrombus) noted on transesophageal echocardiogram (tee). During postoperative course, the pa catheter was attempted to be floated by me at the request of the surgeon with inability to advance out of the right ventricle. When the balloon was attempted to be passively deflated, there was no air return noted. When the catheter was removed, there was noted balloon rupture.